Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm occurred while a patient was on a ventilator. The nurse pressed the power button and rebooted the unit. The salesperson went to the hospital and replaced the unit with the same model. There was no harm or injury to the patient reported. The ventilator was returned to the manufacturer for evaluation, and during functional testing the reported symptom was unable to be confirmed. However, review of the event log confirmed that a "ventilator inoperative" alarm had occurred. The main board was replaced to address the reported malfunction/issue. The device was checked overall, cleaned, calibrated, and passed final testing.